Event description:
Systemic bacteremia infection, ipg (implantable pulse generator) system explanted, ipg being used as a temporary external pacemaker. "Serial numbers: (B)(6)." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).